Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported experiencing poor or no aspiration during a procedure. No known impact or consequence to the pt. Add'l info has been requested.